Manufacturer narrative:
The reported event was confirmed. Generally, the item was in good condition. Typical signs of use were apparent but no traces of misuse. Both pins had come off from the metal clamping lever and were not returned. Visual inspection revealed the drill hole, as the counterpart of missing pin, showed traces of intended press-fit. Dimensional inspection of the non-occupied drill hole of the returned lever in the handle with nominal pin revealed no deficiency. Dimensional inspection of the non-occupied drill hole of the returned clamping barrel revealed the required ¿go¿- pin gauge with nominal dimension did not pass the corresponding drill hole completely. The reason was material deformation / seizing during assembling the units in a designed press-fit. The ¿no-go¿ cylinder did not pass any drill hole. During incoming inspection functionality test and dimensional inspection were done according to specifications. The tested devices met the specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. Based on investigation an exact root cause could not be determined.

Event description:
Guide wire handle has a missing pin.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Guide wire handle has a missing pin.